Event description:
Case description: treatment included - tdap (diphtheria vaccine toxoid, pertussis vaccine acellular, tetanus vaccine toxoid). On (B)(6) 2025, the patient by accident got stuck with a needle used and was taken to urgent care whereas treatment patient had tdap vaccine. On an unknown date, the patient underwent hiv (test name: hivtest) and were found as negative. On an unknown date, the patient's hepatitis c antibody (test name: hepatitis c antibody) was found negative(non-reactive). On an unknown date, the patient's hepatitis b surface antigen (test name: hepatitis b surface antigen) was found as negative. On an unknown date, the patient had hepatic function test (test name: liver function test) and it was normal. The patient's doctor has recommended that the patient should repeat the hepatitis b, c, and hiv tests in a 3 and 6-month period. Since last submission, the case had been updated with the following: lab tests were added. Ozempic removed as concomitant product as it was reported upon follow up as the patient never used it and event reported with novofine needle. Preliminary manufacturer comment: 02jun2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. However, information on circumstances leading to accidental stick, clinical consequences if any, handling technique are unavailable for thorough assessment.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) stuck with a used novofine needle [injury associated with device]. Case description: this serious spontaneous case from the united states was reported by a consumer as "stuck with a used novofine needle(accidental needle stick)" beginning on 26-apr-2025, and concerned a 76 years old female patient who was treated with novofine (needle) from unknown start date for "device therapy". Medical history was not provided. Concomitant products included - ozempic(semaglutide 1.34 mg/ml). Treatment included - tetanus vaccine. On (B)(6) 2025, the patient by accident got stuck with a needle used and was taken to urgent care where as treatment patient had tetanus vaccine. Batch number for novofine has been requested. Action taken to novofine was not reported. The outcome for the event "stuck with a used novofine needle(accidental needle stick)" was not yet recovered. Preliminary manufacturer comment: 02may2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. However, information on circumstances leading to accidental stick, clinical consequences if any, handling technique are unavailable for thorough assessment.

Event description:
Case description: investigation results: product name: novofine batch number: unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, the case had been updated with the following: investigation report updated imdrf codes updated. Final manufacturer comment: 26-aug-2025: since the novofine device has not been returned to novo nordisk a/s for investigation, and because only a limited amount of information regarding the handling of the suspected device is available, it is currently not possible to determine a definitive root cause of the reported adverse event. Given the nature of the event (accidental needle stick), it may be attributed to a product handling error. Additionally, advanced age is a risk factor for needle injuries, as skin tends to be more fragile in elderly individuals. H3 continued: evaluation summary: investigation results product name: novofine batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.